Manufacturer narrative:
Per the field service representative (fsr), the end-user reported that the ccm touchscreen was lagging and was unable to set alert or alarm limits on their pressure modules or turn on the air bubble detector sensors on the screen because the buttons were grayed out. The unit was power cycled twice with no change so the machine was swapped out. After the case, the unit was turned back on and the problem never repeated itself. The fsr could not duplicate the reported issue. The unit operated to the manufacturer's specifications. The fsr returned and replaced the ccm with a loaner unit as a precaution. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen was lagging. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to lag and have a delay in response. The random-access memory (ram) chip and peripheral component interconnect (pci) bus interface cable assembly were removed and the contacts were thoroughly cleaned. Once reinstalled, the ccm was cycled through the different screens and the touch response was appropriately. Cleaning and reseating the connections resolved the issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.